Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sustained a cracked touchscreen after being dropped, which prevented navigation and led the user to revert to multiple daily injections; a replacement ilet was arranged, photos of the damage were requested, and the user was instructed on shutting down the device and on start-up requirements for the replacement. Symptoms included no change in blood glucose. Outcomes included continued therapy management using mdi and continued cgm use with the dexcom app or receiver. Investigation included review of device history through return logistics and guidance to sync data to the mobile app prior to return. Investigation of this device revealed physical damage to the display assembly consistent with user-induced impact, with no reported performance issues affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage from handling, not a manufacturing or design issue.